Event description:
Reportedly, several episodes of ventricular noise oversensing with non-physiological electrical signals were observed. The oversensing did not lead to inappropriate therapy; however, it caused the charge of the capacitor.